Event description:
The link between one jaw and the actuation rod allegedly broke intraoperatively. The physician could not remove the instrument from the trocar and suspects that a piece of the link remained inside the pt. No other info is available at this time.